Event description:
Customer reported via phone call that their drive support cap is cracked. The blood glucose reading is 400 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, missing end cap sticker and minor scratched lcd window. No physical damage noted at drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.